Event description:
Related manufacturer report number: 2017865-2023-48010. It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing, which was discovered via home monitoring transmissions. No intervention or patient condition was reported.